Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device or product details were received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: age or date of birth and sex.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was received entitled "reverse total shoulder arthroplasty for the treatment of failed fixation in proximal humeral fractures". The literature article indicates 6 patients had reverse total shoulder arthroplasty (rtsa) surgery after a failed fixation of a humeral fracture. The rtsa were placed between 2003 and 2016. One of the patients were noted to have died, but there was no mention of the date or cause of death. Of the 5 patients left, 4 were implanted with delta xtend, and one was implanted with competitor products. The study found one of the patient that was implanted with delta xtend, was revised due to pain, stiffness, and decreased rom. She underwent a glenosphere revision. 38mm standard to 42mm eccentric.